Manufacturer narrative:
Date sent: 05/29/2007.

Event description:
It was reported that during a colon procedure the device would not cut. They used a similar device to complete the case with no patient consequence reported.